Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was below 40 mg/dl with difficulty speaking, unsteadiness when standing and walking, severe dizziness, blurred vision, confusion, cognitive impairment, and severe headache. It was reported the patient was treated by emergency medical service with glucagon -gel, -tablets, -injections, and other unspecified treatment. It was reported the cartridge cap was missing. It was alleged the pump delivered an unknown amount of insulin. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.